Manufacturer narrative:
(B)(4). Reference: medwatch (B)(4). A visual dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "following an induction, a leak was noted. Additional air was delivered to the cuff, however we were unable to achieve adequate tidal volume. An endotracheal tube exchange was performed successfully.